Event description:
The event involved a 60" (152 cm) appx 1.8 ml, smallbore ext set w/remv microclave® clear, clamp (blue), luer lock. The reporter stated that they had multiple issues of syringe tubing leaking at the microclave. The event occurred while providing patient care. Per the report, ¿rn primed new syringe medication line to give scheduled lasix. No leakage noted during prime. While hooking up the flush and pushing a tad, rn realized the tubing was leaking from the microclave. Microclave removed and flush hooked directly to tubing to see it was a microclave issue vs tubing issues, tubing continued to leak. Another syringe tubing was retrieved from bedside cart with same lot number (lot 14063312), same issue noted. Everything appears fine when flushing with no pressure, but if there is any resistance on the line (ex. Clamped or infusing into a line with other fluids running) the tubing leaks at the microclave with a slow drip. Tubing removed and other syringe tubing retrieved from supply room with no problems noted. There was patient involvement and no adverse event/patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
One (1) used list# mc33563, 60" (152 cm) appx 1.8 ml, smallbore ext set w/remv microclave® clear, clamp (blue), luer lock was connected to an unknown, 0.9% sodium chloride, usp 10ml syringe. As received no physical damage or anomalies were observed. Sample was tested as procedure and a leaks from a crack on the female luer was confirmed. No additional damage or anomalies were observed. Complaint of leaking at port side can be confirmed or replicated. The probable cause is an ensenada's molding vendor issue. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.